Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie 3, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia pty ltd. (Oas). Oas evaluated the subject device and confirmed as follows; the subject device failed the distal end insulation test. - he adhesive of bending section rubber was partially cracked and missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2019]. Pseudomonas aeruginosa (10 - 100 cfu) [second time: (B)(6) 2019]. Pseudomonas aeruginosa (>100 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.